Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pt had PICC placed (B)(6) 2012. On (B)(6) 2012, PICC was removed due to a broken catheter.